Event description:
During robotic assisted laparoscopic colostomy takedown that transitioned to open, a gia 80mm stapler was opened and used. The 1st two loads cut properly but the third load did not function properly making the case more difficult for the surgeon. An endo gia stapler and articulating load was brought into the room and used instead.